Event description:
Complainant alleged that the clinician were treating pt who was exhibiting a pulse and who was in stable condition, but who was in severe pain. With the device in semi-automatic mode, the medics pressed the analyze button and the device analyzed the pt's heart rhythm. The device gave a "shock advised" prompt, and the pt was shocked at 200 joules. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Please reference page 5-1 of the zoll mseries operator's guide which advises the user to verify that there is an "absence of pulse" when operating the device in semi-automatic mode.